Event description:
It was reported, the pt experienced a fall in (B)(6) 2011. The pt lost stimulation coverage in her feet since the fall. The pt reported, she has effective coverage above the ankle up to her buttocks as. Reprogramming was attempted to no avail. A full parameter diagnostic indicated valid impedance values on all contacts. The pt was referred for an x-ray of the scs system. She is continuing to work closely with her physician to determine the next course of action. Surgical intervention maybe considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.